Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working, but when restarted, it worked for a little and then stopped working again. The field service engineer (fse) found that the keyboard was intermittently inactive due to usb sleep settings and a loose keyboard cable. The fse updated the usb sleep settings to prevent power save mode and reseated the keyboard cable, resulting in proper functionality. The customer tested the system using diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es keyboard has not been working. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.